Event description:
It was reported that an ilet user experienced persistent high glucose after changing supplies and reusing an old insulin cartridge, with device reports showing insulin delivery stopped when the reservoir ran out and remained unchanged for approximately six hours; the user was then guided to replace the 6 mm, 23 in infusion set and educated that reusing supplies can impair insulin delivery. Symptoms included hyperglycemia. Outcomes included no hospitalization and the need for troubleshooting and education. Investigation included technical review of delivery logs and user troubleshooting. Investigation of this case revealed interrupted insulin delivery due to running out of insulin and unclear infusion integrity related to reuse, with the exact root cause undetermined. It was concluded that the event was consistent with hyperglycemia of unclear cause, with contributing factors including out-of-insulin and possible infusion set or cartridge issues; replacement supplies were provided and the user was advised to contact their distributor for resupply. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.